Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood on the outer surface of the device and contrast in the inflation lumen. The hypotube was completely separated 110cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube and shaft. No distal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced distal to a placed stent. Dilation of the lesion was performed; however, during removal of the device the catheter broke at the mid portion. The device was completely removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.